Event description:
A healthcare corporation reported that the phaco tip was plugged with a piece of plastic before the tip had made contact with the pt's eye. The tip was unplugged and continued with surgery. There was no pt impact reported. Add'l info has been requested for this case.

Manufacturer narrative:
A sample was rec'd and it is awaiting eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).